Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the right ventricular lead triggered an alert for high rv coil impedance. The lead trend also indicated that the impedance was varying. Reprogramming was performed to turn off detections and the patient was provided with a life vest. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.